Event description:
Follow up information received that the patient's bleeding issue is resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference number: 1627487-2020-48500, 1627487-2020-48502. It was reported that while the patient was undergoing a surgical intervention due to shocking at the ipg site (manufacturer report reference number: 1627487-2020-48503, 1627487-2020-48504) and lead migration (manufacturer report reference number: 1627487-2020-47815, 3006705815-2020-32723, 1627487-2020-47816, 3006705815-2020-32724), the patient began bleeding profusely. The patient had been off anticoagulant for approximately 48 hours but the surgeon did not feel it was long enough due to the amount of bleeding. The bleeding did cease post operatively.